Event description:
The customer reported that the pump was unable to detect the cartridge. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to inspect and clean various components of the pump, after which the customer successfully completed the loading process and resumed insulin delivery.